Event description:
The customer reports that, during a cardiac surgery, the surgeon used these scissors to prepare the anastomosis of his coronary bypass, and one tip on the scissors broke. No consequence or injury for the pt.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.